Manufacturer narrative:
Follow-up # 1 date of submission 03/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump did not power on. The complaint of a broken pump could not be adequately investigated due to the power loss.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump was broken. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.